Event description:
It was reported that a patient underwent a laparoscopic tep inguinal hernia repair and mesh was used. On (B)(6) 2012 the patient presented to the emergency room with a rash waist down. The patient was treated with cortisone injections. On (B)(6) 2012 the patient presented with a full body rash, swelling, hives, and angioedema. Additional information has been requested.

Manufacturer narrative:
(B)(4). Angioedema. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.